Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification. The error e8 (power interrupt) were found in the pump history. The mentioned e8 error is not a malfunction of the pump. All needed tests are passed and no malfunction could be observed during the technical investigation. The buttons of the pump were tested and meets the specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Father reported the buttons on the infusion device are non-functional, and this has been an ongoing issue for the past month. The infusion device will display an e8 power interrupt error and the buttons will not function. They replace the battery and the infusion device will start to work again. The battery has been changed more than 6 times since (B)(6) 2013. The infusion device was requested for eval. No physiological effects were reported and the pt did not require treatment from a healthcare professional or second party to address the issue.